Event description:
It was reported that on (B)(6) 2023, a 24 amplatzer atrial septal occluder was chosen for implant, utilizing a non-abbott delivery system. During deployment, the left atrial disc was noted to deform to a cobra-like shape. Another attempt to deploy the device was performed, but deformation persisted. There was no angulation or kink noticed in the delivery system, and no interaction with cardiac structures during deployment. The device was removed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. Information from the field indicated that a non-abbott delivery system was used to deploy the device.the device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.